Event description:
It was reported that the wire twisted on the catheter. An opticross 18 vascular imaging catheter was selected for use. However, the non-boston scientific guidewire twisted on the catheter during the procedure. Both devices were removed as one unit, and the procedure was completed with a new wire and catheter. No complications were reported.

Manufacturer narrative:
G4 premarket/150(k): k160514, k222568.